Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver discovered minicaps with inadequate iodine. This occurred before patient use. The care giver stated that the minicap sponge appears dry. The care giver stated that the overpouch does not appear to be damaged and the sponge does not appear to be completely white. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufactured date: aug. 26, 2015 - sep. 02, 2015. As the product was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.